Manufacturer narrative:
Analysis of the lead model 3889-28 lot #va1zt1n showed no anomalies. It was noted that the lead was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. The returned lead passed all testing in the laboratory and no anomalies were identified. No shorts were seen between circuits and the continuity was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot#: va1zt1n, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) in advance evaluation it was reported that they placed lead for advanced evaluation in the testing phase of procedure and received no expected responses. Repositioned and made numerous attempts following medtronic guidelines for placement. They decided to abort this lead and try a new one. Immediately noticed expected responses with new lead and all connections were secure and working properly. There was no environment/external factors that may have lead to this issue as the physician followed current protocol for placing a lead. The issue was resolved. No symptoms were reported and no further complications were noted or anticipated.